Manufacturer narrative:
Date of event: used (B)(6) 2020 approximating from aware date as the event date was not provided.

Event description:
It was reported that stent moved on balloon. The target lesion was located in the left profunda vein. A 8.0x30x135cm express ld iliac/biliary stent was selected for use. However, it was noted that the stent was coming off the balloon. The procedure was completed with another express ld stent. No known patient complications were reported.

Event description:
It was reported that stent moved on balloon. The target lesion was located in the left profunda vein. A 8.0x30x135cm express ld iliac / biliary stent was selected for use. However, it was noted that the stent was coming off the balloon. The procedure was completed with another express ld stent. No known patient complications were reported. It was further reported that during procedure, the balloon came off the shaft of the delivery system with the stent still on the balloon. The device was removed over a wire.

Manufacturer narrative:
Device evaluated by MFR: device was returned for analysis. The balloon was received tightly folded which indicates it had not been subjected to positive pressure. No issues were noted with balloon that could potentially have contributed to the complaint incident. A visual and microscopic examination found that the stent had moved distally by approximately 6mm from its original crimped position. The stent crimping impression was visible on the portion of exposed balloon material. No other issues were identified with the stent. A visual and microscopic examination of the device identified no issues with the markerbands or tip. A visual and tactile examination of the shaft identified no issues.

Event description:
It was reported that stent moved on balloon. The target lesion was located in the left profunda vein. A 8.0x30x135cm express ld iliac / biliary stent was selected for use. However, it was noted that the stent was coming off the balloon. The procedure was completed with another express ld stent. No known patient complications were reported. It was further reported that during procedure, the balloon came off the shaft of the delivery system with the stent still on the balloon. The device was removed over a wire.